Manufacturer narrative:
H3: product analysis found that visually, there was no damage in the construction of the device. However, there was contamination on the cuff balloon on the distal end of the device when returned. Under magnification, there were no voids or small holes/cracks in the traces. Electrically, resistance from end to end shall be less than 200 ohms and the actual measurements were 16 ohms (blue), 18 ohms (blue with white stripe), 18 ohms (red), and 11 ohms (red with white stripe) which all electrodes were in specification. For further analysis, a stylette was used to manipulate the shape of the device especially near the clamp shell on the proximal end of the device and all electrodes remained in specification. Functionally, for additional analysis, the device was connected to a nim system, and the trace pads were submerged in saline and the device passed the electrode check and had no excessive feedback during the noise test, prebend with stylette manipulation. For further analysis, the tube was bent near the clamp shell for each of the four traces, at separate times, and all traces remained in specification during the electrode check and had no issues during the noise test. A review of the global complaint data showed no other complaints about this lot number. In the returned condition, there was no out of specification condition that was related to the complaint. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a noise from the tube during the thyroidectomy procedure and the doctor said she wasn't getting good nerve responses when she stimulated. The procedure was completed with the reported product. No patient injury. Additional information received, the device was showing "measuring at the same amount the stimulus was set at". The only waveform was when a positive emg response was given along with the 4 pulses per sec and a biphasic wave form.